Manufacturer narrative:
The customer inspected the lid for sign of crack or loose lid. The customer emptied and cleaned the canister, and reassembled the unit. The system was resumed and will be monitored. The customer will call the bci hotline if problem continues.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that upon a system inspection, fluid from the waste exit sump canister leaked in the hybro area of the unicel dxc 800 synchron chemistry analyzer. The system had a smart module communication problem. The customer reported the waste sump had fluid shooting from the place where the top and the canister screw together. The leak stopped when the customer hit the stop button. No injury was reported.